Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking. Corrective action is not required at this time as product deficiency was not established.

Event description:
Caller alleged discrepant inratio results during a demo session with a marketing rep. Results as follows: date: (B)(6) 2013, inratio: 4.5, lab: 1.9. Date: (B)(6) 2013, 3.7, 1.9.